Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers have been returned to fisher & paykel healthcare in (B)(4) and are currently being evaluated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that two mr290v humidification chambers had damaged water feedsets which were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two returned complaint mr290 autofeed humidification chambers were visually inspected. The lot number of the second chamber was lot 1204240105, with the manufacture date of 24 april, 2012. Results: visual inspection revealed in both cases a break in the water feedset tube where it connects to the chamber dome. The surface of the break was rough. A lot check revealed one other complaint of this nature for lot number 120323 and one other complaint of this nature for lot number 120424. Conclusion: the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line. Any holes or leaks in the feedset are identified during this process and faulty product is discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that two mr290v humidification chambers had damaged water feedsets which were leaking. No patient consequence was reported.